Event description:
The patient contacted animas on (B)(6) 2012, inquiring how to tell if the pump was performing to capacity. The patient expressed that she was paranoid that the pump could be failing as seemed to be experiencing insulin resistance but her hcp indicated that should not occur until later in her pregnancy. There were no reported blood glucose values or need medical intervention. Troubleshooting was unable to be conducted at this time. The patient stated that she would try changing the site to see if the issue resolves. Animas has made multiple attempts to follow-up with the patient to troubleshoot and obtain additional information but have been unsuccessful. The patient has not reported any further issues. This report is made based on the patient's expressed concern that the pump could be malfunctioning.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.